Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged minimum fill issue could not be verified.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 337 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.